Event description:
Pt had a percutaneous transluminal angioplasty to right renal artery. During procedure, cutting balloon would not deflate. Eventually able to deflate balloon and removes device after several attempts. Pt experienced some post-operative bleeding with a drop in hemoglobin. Pt was stabilized and discharged to home in 2008. Pt was to have a percutaneous transluminal coronary angioplasty of the right renal artery. A peripheral cutting balloon was used in the course of this procedure. This cutting balloon did not deflate as expected. Several attempts to deflate the balloon were attempted. When the balloon was removed, the sheath was noted to be split. The pt did experience post procedure bleeding that was eventually controlled. The pt experienced no long term harm, and was discharged to home. Dates of use: 2008. Diagnosis or reason for use: right renal artery stenosis. Event abated after use stopped or dose reduced: yes. Event appeared after reintroduction: no.